Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 2/14/2014: sales rep reported revision surgery. Patient was revised to address mrsa infection. It is not reasonable to conclude that the device contributed to the patient's infection, 5 years after implantation. There is no new additional information that would affect the investigation.

Event description:
Litigation papers allege on or about (B)(6) 2008, pt suffered the following personal injuries as a result of the implantation with the asr hip implant: pain, numbness, loss of mobility, necessity of medical monitoring, emotional distress and anguish. It is also alleged the pt could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Plaintiff has not yet scheduled an explantation of the asr hip implant.